Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pacing impedance measurements and loss of capture on the left ventricular channel. No changes have been performed. This device remain in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was corrected on the following fields:h6: device codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pacing impedance measurements and loss of capture on the left ventricular channel. No changes have been performed. This device remain in service. No further adverse patient effects were reported.